Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been seen by emt's (emergency medical technician) with hypoglycemia due to total pancreatectomy. The patient's blood glucose levels reached an unknown level. It was also mentioned that the patient passed out during the issue. The patient was treated with IV (intravenous) glucose. It is unknown when the patient was released from medical care.